Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug that expected. As a result the device was removed for investigation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be fliled. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was returned in an empty dry state, which may have contributed to the inability to verify the root cause of the complaint reported by the customer. Noted in our instructions for use the pump should have been stopped before ex-plantation, assuring that air does not become entrained into the flow path system. This causes the pump fluidic path to dry out. When this occurs, results of flow evaluation may be impacted. As a result of this condition, a final conclusion on the root cause of the discrepancies between the volume that apparently has left the pump (based on fls readings of the transaction logs) and the volume calculated based on the programmed flow rate could not be accurately determined. A review of the device history records confirms that the device conformed to the required specification prior to distribution. Based on the results of this investigation no further field action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.